Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va01xj4, implanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
A consumer reported the patient fell on (B)(6) 2015 and they lost tremor control. The patient had a loss of stimulation, a loss of therapy, and they were constantly moving. A manufacturing representative checked the patient's implantable neurostimulator (ins) two days ago and the device was working okay. The patient's deep brain stimulation team wanted them to have a MRI of their brain. The reporter needed to turn the patient's therapy off for the MRI. Relevant medical history includes parkinson's disease. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.